Event description:
It was reported that the display was cracked and that there was moisture beneath it. The reported blood glucose reading was 109 mg/dl. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.